Event description:
It was reported that lens was explanted. The reason for explant was not provided. An anterior vitrectomy was performed and an anterior chamber lens was inserted. Two sutures were used during procedure. Additional information has been requested, but no additional information has been received. Reference MDR# 1313525-2015-02103 for the lens involved in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.